Event description:
As reported, the 6f7f mynx control vascular closure device (vcd) could not be inserted into the sheath as resistance was felt by the physician during insertion. Therefore, manual compression was progressed and hemostasis was completed. There was no reported patient injury. The sheath was not kinked or bent upon removal, and there was no visible bend or damage to the distal end of the balloon shaft. No excess force was applied during insertion. The access site vessel was not tortuous, while the puncture femoral site had little vessel tortuosity and no presence of pvd or calcium. The patient recovered after the mynx event, and the patient¿s bmi was not greater than 40 kg/m². The mynx vcd was used in a coronary angiogram (cag) procedure with a retrograde approach. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of 6f¿7f mynx control venous vascular closure device (vcd). The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the 6f/7f mynx control vascular closure device (vcd) could not be inserted into the sheath as resistance was felt by the physician during insertion. Therefore, manual compression was progressed and hemostasis was completed. There was no reported patient injury. The sheath was not kinked or bent upon removal, and there was no visible bend or damage to the distal end of the balloon shaft. No excess force was applied during insertion. The access site vessel was not tortuous, while the puncture femoral site had little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium. The patient recovered after the mynx event, and the patient¿s body mass index (bmi) was not greater than 40 kg/m². The mynx vcd was used in a coronary angiogram (cag) procedure with a retrograde approach. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure device less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the device. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of 6f¿7f mynx control vascular closure device (vcd). One non-sterile 6f/7f mynx control vascular closure device (vcd) was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was not depressed. The stopcock was found open, with no syringe returned for this evaluation. Only the sealant tip was returned and was found exposed but still mounted on the unit delivery shaft. Regarding the condition of the sealant sleeves, a severely frayed/split/torn condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit of the sealant sleeves could not be executed due to the severely frayed/split/torn condition of the sealant sleeves. However, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant tip and retracting the balloon respectively. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. Verification of compatibility with the sheath per the device IFU could not be completed, as no csi was received. Furthermore, the attempt to perform the insertion/withdrawal test using a lab sample was unsuccessful due to the severely frayed/split/torn condition of the sealant sleeves. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed/missing sealant from the damaged sleeves. The exact cause of the issue experienced and observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure/partial removal of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.